Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue; he observed failure on power up, and also observed fos continuous bt failed in fault log. To fix the issue, the fse replaced the fiber optic module and corrected the failure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During service test by customer it was reported that the cardiosave intra-aortic balloon pump (iabp) displayed fiber optic maintenance required message during power up. There was no patient involvement, and there was no adverse event reported.